Manufacturer narrative:
Updated the following coding grids: conclusion code grid and the evaluation method grid to include cause not established and event history log review respectively.

Event description:
It has been reported that the device is failing self-test.